Event description:
The facility's biomedical engineering dept reported an infusion pump that "turned itself off on a pt." The pump was being used on a critically ill pt, who had one to one nursing care, when the event occurred. Channel a was infusing antibiotic at a rate of 52.2ml/hr and a volume of 100ml. Channel b was infusing dopamine hcl at approximate rate of 25.1ml/hr. Channel c was infusing total parenteral nutrition (tpn) at a rate of 54ml/hr and a volume of 374ml. Reportedly, the nurse walked out of the pt's room and when they returned, the pump was powered off. The nurse reported the pump turned itself off without any alarm. The nurse immediately turned the pump back on and restarted the infusions. According to biomed, no pt injury or need for medical intervention had been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, or set up of the infusion device.